Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one female patient. The result was not reported. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial hstni result processed on alinity I serial number (B)(6) = 204.7 pg/ml repeat results = <3.7 pg/ml and <3.7 pg/ml processed on two alinity I serial numbers (B)(6) and (B)(6). Other result provided ck-mb = <1.00. No impact to patient management was reported.